Manufacturer narrative:
Concomitant product: product ID neu_ens_stimulator, product type external neurostimulator. (B)(4).

Event description:
It was reported that while placing lead for interstim trial, lead was damaged during the procedure. The physician had threaded lead through needle. While he was pulling needle back over the wire and stylet and pulling up toward the ceiling, the lead started stretching. The lead stayed intact but was stretched. They didn't think the lead caught on anything. They didn't use the lead and used another one instead which was placed without any problem. The physician used his normal procedure.

Event description:
It was later reported that the doctor was pulling the needle back over the temporary lead and the lead stretched out in the process. The doctor wanted a new 3057 and started over. Patient had a positive outcome and was being implanted with permanent system on 2013-(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).